Event description:
Customer reported an incident where the cannula came out of his arm and he wasn't receiving insulin and had a blood glucose of 450 mg/dl one morning. He also is having issues with device adhesion.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any malfunction could have contributed to the reported high blood glucose. The customer did observe that the cannula had come out of the infusion site. This is a condition that would interrupt insulin delivery and contributed to hyperglycemia and which cannot be confirmed by insulet. No product lot number was reported, so no qualification record review was performed. The omnipod user's guide warns to "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery." It advises that "the pod's adhesive keeps it securely in place for up to 3 days. However, if necessary, several products are available to enhance adhesion. Ask your healthcare provider about these products. Avoid getting body lotion, creams, or oils near the infusion site; these products may loosen the adhesive." The omnipod website had a resource section on products to help with adhesion and removal which recommends that "everyone's skin is different - we recommend that you try various products to find out what works for you."